Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii, seroma-late, and lymphoma- alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, and lymphoma- alcl-suspected allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reports a left side suspicion of bia-alcl, a capsular contracture (baker grade iii), an important periprosthetic effusion discovered by MRI and mammography, leading to a cytopunction performed ¿ confirming the suspicion of bia-alcl. Biomarkers have not been provided. The device was explanted, with a total capsulectomy.

Event description:
Physician reporting a suspicion of bia-alcl, a capsular contracture (baker grade iii), an important periprosthetic effusion discovered by MRI and mammography, leading to a cytopunction performed ¿. Histological examination of the peri-prosthetic shell revealed no sign of alcl. Left side.